Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the fs freedom lite meter were reviewed and the dhrs showed the fs freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported experiencing an 'e-3' message upon strip insertion and that test would not start upon applying sample to the adc device and ordered a replacement meter. The customer further reported that due to a delivery delay of the replacement, they were unable monitor glucose and experienced discomfort and loss of consciousness. Emergency services were called and customer was administered unspecified infusion for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.